Event description:
As reported, despite following all precautions and product instructions, the clipper pulled the patient's hair and caused a cut on the left side of the chest. There was minimal bleeding and a gauze dressing was applied to the patient.

Manufacturer narrative:
As reported, the clipper pulled the patient's hair and caused a cut on the left side of the chest. There was minimal bleeding and a gauze dressing was applied to the patient. The subject device is not available for evaluation. Review of manufacturing records was not performed as the lot number was not provided. Based on the information available and without having the sample or photos to evaluate, no conclusions can be made as to the extent to which the blade may have caused or contributed to the reported event. As every blade is subjected to comprehensive performance and visual inspections during the manufacturing process, the probability of defective items being released is deemed minimal. If there is any possibility of damaging the skin, it is likely due to excessive pressure being applied. Complaints are monitored and reviewed for emerging trends. As per the instructions-for-use (IFU) supplied with the device, "with logo facing up, hold clipper at an approximate 40 degree angle to the patient, (hold between thumb and forefinger with hand underneath, similar to using a pen or a pencil, or with a standard over grip). Glide face of blade gently against surface of skin. For best results clip against the direction of hair growth. It is best to always stretch skin taut for clipping." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.